Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that post-reset ram crc alarm and insulin pump shut down without alarm. The customer¿s blood glucose level was unknown. Customer reported that they were able to clear the alarm. Customer was able to rewind the insulin pump. Customer reported that the insulin pump was without a battery for more than 8 hours and alarm occurred immediately after a battery change. The customer stated that insulin pump had power failure and screen went blank. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.